Event description:
It was reported to boston scientific corporation that a polaris stent was placed in a pt's ureter in 2007. It was noted that some difficulties occurred during the procedure due to the ureter being very tortuous. On approx one and a half months later, upon removal of the stent, severe resistance occurred, due to stones adhered to the stent. The physician applied force to remove the stent; subsequently, the stent tore into two pieces. The distal pigtail part of the stent remains in the pt. No pt complications occurred due to this event. The physician is planning on removing the remaining portion of the stent at a later date, during a stone removal procedure.

Manufacturer narrative:
Three possible lots have been identified for the device: 9399219, 9399218, and 9394319. A review of the device history record (DHR) was performed on these lots: no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. An unfavorable trend was noted and the july 2007 data point exceeded its complaint alert limit. A car (corrective action request) has been submitted for this issue. Customer complaint confirmed. The distal end of the device was detached and not returned. A visual evaluation found that the distal end had been torn off. The proximal remnant was found to be approx 22 centimeters in length. The tear was found to be jagged and at an angle. The most probable root cause is that due to the stricture of the pt's anatomy and the calcification build up on the stent, excess force was applied to the stent during removal causing the stent to tear.